Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. The patient originally experienced ineffective therapy and high impedance was found on the leads. Reprogramming attempts were able to temporarily resolve the issue. Surgical intervention was undertaken on (B)(6) 2019 during which the existing lead was explanted and replaced.